Event description:
During right salpingo-oopherectomy laparoscopically, the grasper broke off one of its clips and despite searching laparoscopically it could not be located. Minilaparotomy was performed and grasper piece found and removed.